Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels of 538 mg/dl; cause was not known. A correction bolus was delivered and an infusion set site change was performed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer reverted to manual injections for insulin therapy.